Manufacturer narrative:
Reported event: dr. (B)(6) was inserting second 3.2x140mm femoral pin to load array for case and the pin broke when hitting the bone upon getting bicortical purchase. He brought in x-ray to confirm and the pin had broken into more than 1 piece inside the femur. He felt he could not remove the broken pieces safely so he left in patient. We proceeded with case using a 4x140 pin in femur and had a successful remainder of the case. It was at (B)(6), the delay was about 15 minutes and it was a pka. Device evaluation and results: not performed as the device was not returned for evaluation. Device history review: review of the device history records (see attachment 1) for the associated lot indicated (B)(4) devices (143000-07 non-sterile bone pin, single) were manufactured and shipped to (B)(4) on 09/26/2016 and accepted into final stock on 09/26/2016 per erp. Complaint history review: a review of complaints in (B)(6) related to p/n 143140, lot number w47890-1 shows no additional complaints related to the failure in this investigation. Tracking of complaints related to the 143140 part number will be tracked through quarterly trend request #789. Conclusions: as part of the investigation into this complaint, the stryker rep that was present for the case was contacted. It was determined that the surgeon did not use the drill guide during placement of both bone pins. Due to the non-use of a drill guide as required per makoplasty partial knee application user guide, 206388 revision 01 for placement of bone pins, this event constitutes an off-label use of the device. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device was not returned for evaluation.

Event description:
The surgeon performed a makoplasty partial knee arthroplasty (pka) using the robotic arm interactive orthopedic system (rio). While inserting the second 3.2mmx140mm femoral pin, the pin broke into more than one piece inside the patient's femur. The surgeon could not remove the broken pieces so he left them inside the patient.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a makoplasty partial knee arthroplasty (pka) using the robotic arm interactive orthopedic system (rio). While inserting the second 3.2mmx140mm femoral pin, the pin broke into more than one piece inside the patient's femur. The surgeon could not remove the broken pieces so he left them inside the patient.